Manufacturer narrative:
A partial lead with the distal portion measuring 53.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for routine follow up, lead noise was noted on the right atrial lead. The right atrial (ra) lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: device not returned.